Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately five years post filter deployment, patient presented with chest discomfort. Subsequently, one-month later patient had chest pain. Approximately, one year later, patient experienced abdominal pain. CT abdomen & pelvis with contrast indicated ivc filter in place and ivc was occluded to the renal vein level, and the filter was in normal position, and buried in the clots. Therefore, the investigation is confirmed for obstruction of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011). (Manufacturing date: 08/2008).

Event description:
It was reported through the litigation process that some time post filter deployment, the patient experienced pain. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. It was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced thrombus and reportedly experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011); (manufacturing date: 08/2008).

Event description:
It was reported through the litigation process that some time post filter deployment, the patient experienced pain. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.